Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was at the health care provider¿s office on (B)(6) 2018 and waiting to see a manufacturer representative. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having issues ¿since before the hurricane¿ in that they were only feeling stimulation in the left leg and they needed to feel it in their right leg. The patient noted that they had a fall around the time of the hurricane and again around (B)(6) 2017. The patient reported that the stimulation was still currently in the opposite leg and they were feeling phantom stimulation in their chest, shoulders, and neck (which they considered to be sudden). The patient had initially thought this was related to their pacemaker, but it was determined that the pacemaker was functioning properly. The patient wanted to see surgeon for a possible lead revision. No further complications are anticipated.